Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a vibration alert from the implantable cardioverter defibrillator and presented to the clinic for a follow up. Upon examination, the device was found in backup vvi operation. A device restoration and software update was successfully performed. While performing a battery capacitor maintenance, the device lost connection with the programmer while the interrogation wand remained in the same position. The wand was re-positioned and re-interrogated, however, the communication was unable to be established. On (B)(6) 2020, the device was successfully explanted and replaced without any complications. The patient was discharged home following the procedure.

Manufacturer narrative:
The reported event of device reset was confirmed. Upon receipt, the device was interrogated on a programmer and normal communication was established. Final analysis found the device was received in backup vvi operation. The device image was corrupted, and a valid device image could not be retrieved. The device was tested on the bench, and the reported inappropriate device reset could not be reproduced. The root cause of the reset remained undetermined.